Event description:
It was reported when using the bd pyxis medstation system drawer was not detected on bus. The customer reported that this malfunction occurred when user trying to issue medication to patient and caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. The field service engineer replaced the drawer module controller to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.